Event description:
The customer reported being hospitalized due to diabetes ketoacidosis and high blood glucose of 1055 mg/dl. The customer was experiencing unexplained high blood glucose for the past eight days. Troubleshooting was performed. The customer stated that she was incoherent, unable to walk, nausea, and abdominal pain. Reviewed the programming and found the time and date were incorrect. Assisted the customer correcting the time and date. The customer stated that the infusion set was changed to resolve the issue. The customer stated that her glucose level was low earlier, and was treated with an insulin drip. The customer's most current glucose reading was 233 mg/dl. Ran a fixed prime test and the insulin exited. Performed a high pressure test and the test failed twice. Advised the customer to revert to back up plan. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.